Manufacturer narrative:
This report is for an unknown - veptr implants lamina hook (rib hook) /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Medical/surgical intervention required. Nerve injury. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: smith, j. Et al. (2015), a new classification system to report complications in growing spine surgery: a multicenter consensus study, journal of pediatric orthopedics, vol. 35(8), pages 798-803 (USA). The purpose of this study was to develop a new classification system to report complications in growth-friendly spine surgery and evaluate the system for ease of use. A total of 65 patients (38 males and 27 females) with a mean age of 4.7 years were treated for early-onset scoliosis with growth-friendly surgery. All patients had a minimum of 3 expansion surgeries and 2 years follow-up. 47 patients were treated with an unknown synthes vertical expandable prosthetic titanium rib (veptr), 14 patients had growing rods and 3 patients had hybrid constructs. There were a total of 352 lengthening procedures. There was an average of 1.6 revisions and 0.8 exchange surgeries when the child had outgrown the existing implant. Complications were analyzed using the new classification system. Grade I: device related - does not require unplanned surgery. Disease related - outpatient medical management only. Grade ii: disease related - inpatient medical management. Grade iia: device related - requires 1 unplanned surgery. Grade iib: device related - requires multiple unplanned surgery grade iii: device related - requires abandoning growth-friendly strategy. Disease related - requires abandoning growth friendly strategy. Grade IV: device related - death. Disease related - death. The following complications were reported as follows: (B)(6) year-old male patient with spastic quadriplegia managed with a bilateral rib-to-pelvis veptr construct that developed a wound dehiscence over his pelvic fixation complicated by infection with enterococcus. This required multiple surgical debridement procedures to control the infection. This complication was a grade iib. (B)(6) year-old female patient with spinal muscular atrophy, type 2, managed with bilateral rib-to-pelvis veptr devices that developed an acute prominence of her left upper rib hook that threatened to migrate through the skin. She required an unplanned surgery to revise the rib hook. This was a grade iia device-related complication. 148 complications were classified as device related. 30 complications were infection. 23 complications were hardware failure. 12 complications were device prominence. 9 complications were rib fractures. 5 complications were wound dehiscence. 5 complications were neuromonitoring changes. 1 complication was a dural tear. 1 complication was a cerebrospinal leak. 63 complications were migration. 25 complications were classified as disease related. 4 complications were pneumonia. 1 complication was sepsis. For device related complications: 57 were grade I, and could be managed at the time of the next scheduled lengthening procedure. 79 complications were grade iia, and could be managed with a single unplanned procedure. 10 complications were grade iib, and required multiple unplanned procedures for resolution. 5 complications were grade iii, and required that the growth-friendly treatment strategy be abandoned. These included 2 neuromonitoring signal changes and 3 infections that could not be resolved without implant removal. For disease related complications: 27 complications were all pneumonia. 4 were grade I, and managed with oral antibiotics without hospitalization. 22 patients were grade ii, and required hospitalization for resolution. There was 1 grade iii complication, and the patient died of pneumonia. Unk - veptr implants: lamina hook (rib hook). This impacted product captures (B)(6) year-old female patient who developed an acute prominence upper rib hook that threatened to migrate through the skin. This is for an unknown synthes vertical expandable prosthetic titanium rib (veptr). This is report 3 of 4 for (B)(4).